Event description:
Per the clinic, the patient experienced non-auditory sensation, burning sensations and pain over the implant site with and without external sound processor use. The patient also felt pressure only during device stimulation and unable to hear with the device use. There was also a poor retention issue as the external sound processor fell off from the patient's head. Subsequently, the device was explanted on (B)(6) 2025. There are no plans to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
Device analysis report.